Event description:
The patient was unable to be weaned from the ventilator postoperatively. Postoperative, blood cultures were negative. In 2001, a transesophageal echocardiogram showed dehiscence of the mitral valve and was confirmed at explant, as well as vegetations on the tricuspid ring. The annulus was reconstructed with bovine pericardium and a 27mm mosaic stented porcine valve was implanted. The tricuspid ring was also replaced at this time.